Event description:
X-ray revealed a break in the pt's lead. It was reported that the pt moves around a lot, turning their head. The pt underwent a previous lead replacement surgery for broken lead two years prior.